Event description:
It was reported that the patient was hospitalized and treated for infection.

Event description:
It was reported that the patient was hospitalized and treated for massive lymphedema.

Manufacturer narrative:
.